Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 02-dec-2019. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced gingival pain ("gum pain"), pain in jaw ("jaw pain"), oral pain ("mouth pain "), furuncle ("I break out in boils "), rash ("rashes"), blister ("blisters from the top of my head to the bottom of my feet "), headache ("headache"), back pain ("back pain"), bone disorder ("bone deterioration"), fatigue ("fatigue") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, gingival pain, pain in jaw, oral pain, furuncle, rash, blister, headache, back pain, bone disorder, weight increased, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, blister, bone disorder, fatigue, furuncle, gingival pain, headache, medical device removal, oral pain, pain in jaw, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: jaw pain, gum pain, oral pain. Amendment: the report was amended for the following reason: the case (B)(4) was found to be duplicate case to (B)(4). All information including reporter, events, source documents, reference numbers were transferred from deletion case (B)(4) to this case. The events I break out in boils (boils), rashes, blisters from the top of my head to the bottom of my feet (blisters entire body), headaches, back pain, bone deterioration (bone disorder), weight gain, fatigue, hip pain were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival pain ("gum pain"), pain in jaw ("jaw pain") and oral pain ("mouth pain"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the medical device removal, gingival pain, pain in jaw and oral pain outcome was unknown. The reporter considered gingival pain, medical device removal, oral pain and pain in jaw to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: jaw pain, gum pain, oral pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.